Manufacturer narrative:
10/26/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The damage to the frame and cam suggests that the instrument was clamped and fired over excessively thick tissue, and the unlocked firing handle, suggests that handle compression was incomplete.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The hospital has reported no pt injury occurred.